Event description:
Caller reported a malfunction on pump, with no notable events occurring prior to the malfunction. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer planned to use multiple daily injections as a backup therapy to ensure insulin delivery was not interrupted while awaiting a pump replacement. Technical support sent the replacement pump and provided instructions for storage mode and returning the problematic pump, which the caller understood and acknowledged.